Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, that the lens was dislodged and the patient had fragments of the iol in his vitreous which caused the surgeon to do iol exchange with anterior vitrectomy. Additional information received and stated that the lens was not dislodged, the lens was seen to have opacification by the patient after 6 months of iol exchange. The issue was noticed when the surgeon took the problematic lens and noted the particles of the iol in the vitreous fluid.it was also stated that defective lens was the cause of lens exchange and anterior vitrectomy. The iol was exchanged for same model intra ocular lens 1 month 3 weeks 5 days following the initial implant procedure.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Lens received in a sample container. Solution is dried on the lens. The optic is torn/split-cut dividing the iol in two. The lens was cleaned for further evaluation. The optic and haptics are scratched/marked-rejectable. No opacification observed. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).